Event description:
It was reported that approximately three weeks post implant the set screw came off the implantable pulse generator (ipg) during re-operation due to dislodgement of the right atrial (ra) lead. The ipg and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.